Event description:
Product had glue-like substance on tip of implanted port. Also, pkg missing needed pieces for implant. This part is questionable. The 7.2 size may not have the metal pieces that appeared to be missing. In any case the port was defective as described above and was not implanted in pt.